Manufacturer narrative:
Follow-up: device evaluation device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was unable to be positively identified but was likely due to resuscitation efforts by hospital staff. There is no indication that the damaged monitor caused or contributed to the patient death as the device was able to deliver a full-energy treatment pulse. Evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway at zmc. Based on the device download data, there is no indication at this time of any device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. A review of the event determined that the patient was treated prior to passing. The patient was in the hospital ICU at the time of treatment. The lifevest delivered a full-energy 150j treatment at 22:55:40. The patient's rhythm at the time of treatment was CPR artifact. CPR artifact contributed to the false detection. The patient was unconscious during the treatment, and therefore did not press the response buttons prior to treatment delivery. A non-treatable rhythm was declared at 22:55:55 and the electrode belt was disconnected at 22:56:26. Hospital staff attempted resuscitated, but the patient passed away on (B)(6) 2015. Follow-up report - additional info. A us distributor returned monitor sn (B)(4) for evaluation in the complaint. Upon receipt it was discovered that the monitor was unable to pass incoming testing.

Manufacturer narrative:
Evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway at zmc. Based on the device download data, there is no indication at this time of any device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2015 while wearing the lifevest. A review of the event determined that the patient was treated prior to passing. The patient was in the hospital ICU at the time of treatment. The lifevest delivered a full-energy 150j treatment at 22:55:40. The patient's rhythm at the time of treatment was CPR artifact. CPR artifact contributed to the false detection. The patient was unconscious during the treatment, and therefore did not press the response buttons prior to treatment delivery. A non-treatable rhythm was declared at 22:55:55 and the electrode belt was disconnected at 22:56:26. Hospital staff attempted resuscitated, but the patient passed away on (B)(6) 2015.